Manufacturer narrative:
Citation: wasiak et al. Outcomes of transannular repair of tetralogy of fallot with a contegra® monocuspid patch. World j pediatr congenit heart surg. 2023 jul;14(4):427-432. Doi: 10.1177/21501351231162902. Epub 2023 apr 25. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of transannular repair of tetralogy of fallot with implant of medtronic contegra bioprosthetic conduit. The study population included 224 patients who were predominantly male with a mean age of 13 months and a mean weight of 9 kg.  All patients were implanted with a medtronic contegra bioprosthetic conduit.  Seven in-hospital deaths occurred within 41 days of contegra implant.  The cause of all deaths was multiple organ failure in the course of right ventricular dysfunction.  No further details were provided on these deaths.  Later deaths also occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: infective endocarditis, residual ventricular septal defect, moderate to severe pulmonary regurgitation, thrombus, pulmonary stenosis, rvot obstruction and reoperation to treat these clinical observations.  No further information was provided pertaining to medtronic products.